Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the patient had no particular problem and discharged already. The returned guidewire had its coil wire elongated originating at the proximal solder located at 150 mm from the tip. At approximately 149 mm distal to the proximal solder, fracture of the core wire was found. Core fracture was observed under a microscope. It revealed that the core wire was twisted and fractured due to excess torsion. The elongated coil wire was also observed. It was found that the elongation ended at approximately 30 mm from the tip. A bend was found on the guidewire at approximately 1 mm proximal to the tip. At the bend, the inner coil wire was tightened as it was wrenching off the core wire. Some of the inner coils were also found fractured due to excess twisting. The distal solder remained attached at the tip. The coil wire remained unfractured even though it was elongated. These finding suggested that the guidewire remained in one unit and all components of the guidewire was returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was conclude that excessive torsion associated with wire manipulation was locally accumulated at the tip of the guidewire while the tip was assumed to be trapped by the heavily calcified cto lesion. When the torsion exceeded the product design limit, it led the core wire to fracture. Coil elongation was thought to be occurred along with removal of the guidewire from the anatomy. There was no indication of product deficiency. This is a known malfunction that has a possibility to cause or contribute to patient health hazard if it were to recur. Instructions for use states: - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that during a pci to treat a heavily calcified cto lesion in the rca #1 to #3, several guidewires were used in attempts to cross the lesion but failed. The subject guidewire was then advanced and during an attempt to cross, its tip was found damaged under the angiography. The guidewire was exchanged to another, the pci was resumed, and the blood flow was reestablished. No patient harm was reportedly occurred; therefore, no remedial action was taken. When it was returned to the manufacturer on july 7, 2017, it was found that the core wire of the subject guidewire fractured.